Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the ostium carotid. The stent was delivered and post dilation was performed. During removal of the delivery system, the distal tip got caught on the stent causing damage to the stent. The delivery system was able to be removed from the patient. The patient is fine post procedure and no clinical sequelae were reported. Evaluation summary: the proximal end of the distal tip was damaged with the tip material severely flared. The distal inner shaft marker had moved proximally on the shaft. The catheter shaft was kinked immediately distal to the strain relief.

Manufacturer narrative:
(B)(4). Results: unapproved use of device (device is not indicated for use in the carotid artery). Patient's condition affected effectiveness of device (vessel morphology resulted in the angulation of the guidewire and the subsequent removal difficulties). Conclusion: device failure/lack of effectiveness related to patient condition (vessel morphology resulted in the angulation of the guidewire and the subsequent removal difficulties).